Manufacturer narrative:
Two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event of "power switching". The reported event could not be confirmed since log files did not show (B)(4) had been in use during the reported time frame. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The batteries performed as intended. No failure detected, the reported event could not be duplicated at the bench level. Battery / catalog number 1650. Returned on 05/26/2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Expiration: 01/31/2017. (B)(4). It is unknown which of these were involved in the event. If returned, these devices will be analyzed and reported as required: this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient reported two batteries that switched to other side before draining to 1 bar. The patient tested this by disconnecting the battery so it went back to affected batteries. The power was reconnected power, and power switched over again, inappropriately. The batteries were replaced with no effect on the patient. No further information was provided.